Event description:
Cs29 dlu had difficulty getting into firing range. After firing, a noise was heard and pc read, "firing sequence incomplete. Cs29 dlu was unable to be opened even with manual release. Surgeon had to cut the distal part from the tissue and completed case with competitive device.